Manufacturer narrative:
This report is submitted on september 5, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to an infection at the implant site. It is unknown whether the patient was reimplanted, as of the date of this report.